Event description:
The operator was moving the unit backwards and stepped out from behind the unit without first applying the hand brake. The unit continued to drift backward and the wheels of the unit ran over the operator's left foot. The operator broke two toes in their left foot.